Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2020-00426.

Event description:
This is 1 of 2 reports. A neuro coordinator reported that the torque knob pressure of the a1059 mayfield modified skull clamp was lost after the patient was pinned. They tried a second clamp and had the same result. A third skull clamp was used and surgery proceeded. There was a delay in surgery. No patient injury was reported. Additional information was received on 28jul2020 indicating that the malfunction was noted during a cervical infusion on (B)(6) 2020. There was a delay for about an hour with no adverse consequence to the patient due to the delay. Patient's current status was not known.